Event description:
According to the publication by shinozaki et al; reocclusion caused by stent fracture implanted in the subclavian artery ostium: a case report; cardiovasc interv and ther (2013) 28:111¿114, a (B)(6) male was suffering from severe left arm pain five months after the implantation of an 8x30mm palmaz genesis stent in the left subclavian artery. It was later found that the stent had fractured, which led to restenosis of the stent. A self expandable smart nitinol stent was put in place of the restenosis, resulting in successful restoration of blood flow to the left arm. Five months before the event, the patient had complaints of left arm fatigue while performing strenuous activity. A stenosis was found at the origin of the left subclavian artery and a difference of 50 mm hg systolic blood pressure between both arms. A 8x30mm palmaz genesis stent was inserted in the obstructed vessel. The symptoms disappeared immediately after treatment. Five months later, the patient began complaining of severe pain in the left arm while performing strenuous activities. He returned to the hospital, and was found to have a weak pulsation of the left brachial artery that differed markedly from the pulsation of the right brachial artery. The systolic blood pressure at the right brachium was 135 mmhg, and the pressure at the left brachium was 85 mmhg. Vascular ultrasonography indicated a restenosis in the stent and an angiography revealed a stent fracture at the origin of the left subclavian artery. A retrograde approach was made through the left brachial artery, and a non-cordis guidewire was inserted past the lesion. An 8x40mm smart self-expanding nitinol stent was deployed at the lesion after pre-dilatation with an unknown 7x30 balloon catheter. Post-dilatation was performed with the same balloon catheter. This procedure resulted in satisfactory dilatation of the obstructed lumen. The blood pressure difference between both arms disappeared, and the symptoms subsided.

Manufacturer narrative:
This is the initial and final report. The complaint product is an 8x30mm palmaz genesis stent, however, the catalogue and lot numbers for this product were not available. Concomitant devices: 0.035 in. Radifocus guidewire (terumo, (B)(4)), an 8x40mm smart self-expanding nitinol stent (cordis, (B)(4), USA), and an unknown 7x30 balloon catheter. Complaint conclusion: according to the publication by shinozaki et al; reocclusion caused by stent fracture implanted in the subclavian artery ostium: a case report; cardiovasc interv and ther (2013) 28:111¿114, a (B)(6) male was suffering from severe left arm pain five months after the implantation of an 8x30mm palmaz genesis stent in the left subclavian artery. It was later found that the stent had fractured, which led to restenosis of the stent. A self expandable smart nitinol stent was implanted to treat the restenosis, resulting in successful restoration of blood flow to the left arm. Five months before the fracture was detected, the patient had complaints of left arm fatigue while performing strenuous activity. A stenosis was found at the origin of the left subclavian artery and a difference of 50 mm hg systolic blood pressure between both arms. A 8x30mm palmaz genesis stent was inserted in the obstructed vessel. The symptoms disappeared immediately after treatment. Five months later, the patient began complaining of severe pain in the left arm while performing strenuous activities. He returned to the hospital, and was found to have a weak pulsation of the left brachial artery that differed markedly from the pulsation of the right brachial artery. The systolic blood pressure at the right brachium was 135 mmhg, and the pressure at the left brachium was 85 mmhg. Vascular ultrasonography indicated a restenosis in the stent and an angiography revealed a stent fracture at the origin of the left subclavian artery. A retrograde approach was made through the left brachial artery, and a non-cordis guidewire was inserted past the lesion. An 8x40mm smart self-expanding nitinol stent was deployed at the lesion after pre-dilatation with an unknown 7x30 balloon catheter. Post-dilatation was performed with the same balloon catheter. This procedure resulted in satisfactory dilatation of the obstructed lumen. The blood pressure difference between both arms disappeared, and the symptoms subsided. The product remained implanted in the patient and was not returned for analysis. A device history report could not be conducted as the sterile lot number was not provided. Without return of the device for analysis, the reported stent fracture could not be confirmed and the exact cause could not be determined. Stent fracture is a well known complication of this type of procedure. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Factors such as the patient¿s history of diabetes mellitus, hypertension, and dyslipidemia and the fractured stent may have been contributing factors to the restenosis within the stent. Inspections are in place to prevent damaged products from leaving the facility and although a DHR review could not be conducted without a lot number, there is no indication from the information at hand that these events were design or manufacturing related. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: shinozaki, n., langhoff, r., schulte, k. (2012). Reocclusion caused by stent fracture implanted in the subclavian artery ostium: a case report. Cardiovasc interv and ther (2013) 28:111¿114.